Event description:
Patient recently hospitalized with decreased vision. Lumbar puncture showed elevated intracranial pressure. Patient's programmable valve was at its lowest setting. Still unable to obtain substantial relief and remained with blurring of residual vision.

Manufacturer narrative:
The reported event was identified during the course of a retrospective clinical study (conducted under irb) involving a review of patient case records and data analysis. The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot numbers were available. All of our valves are 100% tested at the time of manufacture.